Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02363 and 1627487-2023-02365. It was reported that the patient experienced recent trauma, as a result the patient leads had migrated and fractured, which was confirmed through imaging and was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the leads were explanted and replaced to address the issue. During the procedure the current paddle lead was left implanted and intact due to the physician was not capable of removing that lead, therefore an additional lead was implanted. The ipgs were also explanted and replaced, due to meeting longevity. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.